Event description:
It was reported that while in the pt's room, the md inserted a catheter via the right internal jugular vein. The catheter was secured by suturing the suture wing and the blue box clamp onto the catheter clamp. It was also noted that the catheter clamp and the blue box clamp were sutured and kept dry. About one week after the catheter was inserted, the blue box clamp became loose. As a result, the catheter began to migrate out of the pt. The catheter was removed and a new catheter was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.